Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated a cartridge was used; however, no details were provided. No enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported that three months following an intraocular lens (iol) implant procedure, the lens was exchanged to another lens of the same model due to malposition. In a follow-up, the surgeon reported the iol did not cause or contribute to the event. He reported the iol sits differently in different eyes. He also reported the event resolved following the iol exchange procedure.